Event description:
It was reported that the keypad on the external pulse generator was bad. The generator was returned for service. It was indicated that there was no patient involvement associated with the event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the keypad on the external pulse generator was bad. The generator was returned for service. It was indicated that there was no patient involvement associated with the event.

Manufacturer narrative:
Product event summary: analysis could not confirm the customer comment that the keyboard was bad. Analysis did find the lower case and one side bail cover broken, the ring cover contaminated and one board connector cable damaged. This device was included in that field action, but returned product testing found the device did not perform as described in the field action. (B)(4).

Manufacturer narrative:
Corrected information no eval explain code. If information is provided in the future, a supplemental report will be issued.